Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt used one extension line during therapy. The home pt stated they noticed that the extension line was not completely primed and they tried to reprime the extension line. The homechoice machine went into the initial drain cycle instead and started alarming. The home pt then connected their transfer set to the pt extension line. Baxter's technical service center assisted teh home pt in ending therapy. The home pt called their nurse and they received prophylactic antibiotics. No pt injury was associated with this incident, per the home pt.